Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report that the screen was frozen and she was unable to use the insulin pump. The customer then mentioned that she was in the hospital for diabetic ketoacidosis. No blood glucose levels were reported. Unable to troubleshoot the insulin pump due to the frozen screen.